Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver cse was open for internal inspection and passed. Functional testing was performed and there was no failure detected related to the complaint. The complaint was confirmed for receiver screen display frozen on 'system check passed' screen due to firmware error. The reported event of a frozen display screen was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.